Manufacturer narrative:
(H3) the revision reported was likely the result of increased biomechanical stressors on the joints secondary to patient-related conditions and edge-directed loading that led to increased prosthesis wear and subsequent particle-induced osteolysis. The combination of risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could may have also been a contributing factor to the early prosthesis wear. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: cup cluster-hole ha 44mm (cat# 180-11-44 / serial# (B)(4)). Bone screw 6.5mm dia x 20mm long (cat# 120-65-20 / serial# (B)(4)). Bone screw 6.5mm dia x 20mm long (cat# 120-65-20 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6.5 yrs after the initial tha, this (B)(6) y/o male patient had a surgical revision due to polyethylene wear. Patient was last known to be in stable condition following the event. The device will be returned. Patient suffers with long term effects of perthes' disease.